Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Based on the available info and without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.

Event description:
During the preparation of precise (p10040xc), while flushing the device, the stent was partially deployed 2mm from the sds. The product was inspected prior to use and no anomalies were noted with the packaging or the product. The device was prepped per the IFU. No other info is available. The product was not clinically used and another product was used and the procedure was completed successfully.